Event description:
During the inspection of the ventilator it was discovered that the ventilator had a leakage. Moreover, the ventilator's wheel was broken. There was no patient harm. Manufacturer's ref. #: (B)(4).